Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg had reached end of life due to patient using high tonic stimulation instead of cycling. The ipg was unable to connect to external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.